Manufacturer narrative:
The reagent lot number was 898096. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable altp gen.2 results for two samples from one patient using the cobas c 503 analytical unit. Sample 1 initial result was 118 u/l, and the repeat results were 600 u/l and 578 u/l. On (B)(6) 2026, sample 2 initial result was 64 u/l. The repeat results were 157 u/l, 162 u/l, 284 u/l, 275 u/l, and 303 u/l. The results of 118 u/l and 64 u/l were believed to be correct.

Manufacturer narrative:
The field service engineer performed hardware checks and confirmed the instrument was functioning correctly. Precision studies using roche controls yielded stable results. All qc passed, and the overall performance was acceptable. The provided calibration and qc data were within acceptable ranges. The analyzer alarm trace contained multiple abnormal aspiration alarms on the date of the event, near the time the sample was processed. This is an indication of possible poor sample quality. The investigation was unable to determine a specific root cause. No product problem was found. The issue appeared to be resolved after the service actions.